Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament reconstruction surgery the device didn`t fit in the screwdriver. After the screwdriver was forced into the device it was not possible to implant the device properly in the tibial tunnel. The device broke inside the patient and a clamp was used to secure the implant in place. The broken part remained inside the patient. According to the surgeon no harm for patient, operator or third party occurred. It was not necessary to do a second surgery.